Event description:
The device was used during an unspecified procedure. The staple line was incomplete. The hosp did not provide any add'l info.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.